Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 431 mg/dl and treated with the insulin pump. The customer stated she received a no delivery alarm during bolus, changed the reservoir and received the alarm again so she changed both the infusion set and reservoir. During troubleshooting the customer declined to remove the site to check the cannula as it was her last infusion set. The customer would be sent replacement infusion sets and reservoirs. The insulin pump will not be returned for analysis.